Manufacturer narrative:
The insulin pump passed the reset error test with no reset error alarm. However, the insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The functional testing could not be completed due to this alarm. The motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip, a stained end cap sticker and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported drive/motor anomaly. She stated that her piston does not detect that there is a resevoir. Customer also reported a protruding drive shaft cap. The blood glucose reading was 160 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.